Event description:
It was reported that during a vena cava filter placement procedure, the filter did not fully open. The 12 fr. Over-the-wire greenfield filter was advanced to the vena cava, via the femoral approach. Upon deployment, the legs of the filter caught and therefore, the filter did not fully open. Using the jugular vein approach, the physician used an unspecified wire to open the legs of the filter and deployment was successful. No further complications were reported. The pt's condition was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device has been implanted and therefore, not returned for evaluation; a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.